Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found that the image issues were caused by a printed circuit board failure, and the scope socket was faulty causing image issues when shaking the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a loose connection which when failing caused a flickering or no image. The issue was found during preparation for use for a diagnostic otolaryngology exam, with a rhinolarynoscope supporting and the procedure completed with a similar device with no delay. There were no reports of patient harm.